Manufacturer narrative:
The reported event of a stylet failed to advance was not confirmed. As received, a complete lead was returned for analysis. The s-curve height was measured, and it was within product specification. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and x-ray confirmed the stylet was able to be fully inserted / removed with no difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that during implant procedure stylet was not able to be inserted inside patient's new left ventricular (lv) lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.